Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm was reading 400 mg/dl and the bg meter showed 300 mg/dl. On (B)(6) 2022, the bg readings did not go down so the patient was taken to the hospital because the cgm was reading very high (400 mg/dl). No symptoms were reported. When the nurse checked his bg, it was 700 mg/dl and the cgm was showing high. The patient stated he did not know his glucose level was so high and that the pump was not delivering enough insulin to cover the blood sugar. He was admitted to the intensive care unit (ICU) on (B)(6) 2022, treated with IV insulin for 72 hours to bring the bg down, and discharged on (B)(6) 2022. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.